Event description:
It was reported that the customer was not seeing drops of insulin coming out the end of the tubing during fill tubing. During troubleshooting, the customer indicated the luer lock was not connected correctly. The customer reconnected the luer lock and was able to complete fill tubing successfully. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.